Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported about a "leaking" implant. This record is for an unknown side. Device remains implanted.

Event description:
Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b6, d6b, g2, h6. Reason for reoperation: rupture.

Event description:
Patient reported about a left side rupture. It was later reported rash, emotional consequences and deteriorated immune system, dry eyes and mouth, digestive complaints, painful joints and sleep problems (all deemed not device related). The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d1, d2, d4, d6(a), g4, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side rupture. It was later reported deteriorated immune system, eczema, dry eyes and mouth, digestive complaints, painful joints and sleep problems and emotional consequences. Patient later reported no rupture on left side. The device remains implanted. This record is no longer reportable to FDA and will be un-reported.